Event description:
During an in clinic follow-up, an increase in pacing impedance was observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was revealed to be dislodged. The physician did not allege a malfunction against the ra lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the extended position and clogged with dried blood and tissue. The measured full helix extension length was within required specification. The reported event of high pacing impedance was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no any anomalies except for procedural damage.